Event description:
Philips received a complaint on a patient information center ix indicating that alarms display on the screen, but it is not producing any audible sound. The equipment was restarted and external speakers were connected, but the problem persists. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a field service engineer (fse) which included visual and functional testing. The results of the analysis confirmed the speaker was missing. Although the customer had indicated external speakers were connected, they had been removed and were not present when the fse arrived. Based on the results of the analysis, it was determined that the sound was not produced because the speaker was missing. The issue was resolved by installing a speaker. The product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.